Event description:
After performing a puncture and extracting the needle from the scope, the physician noticed that the sheath did not completely cover the needle and that a piece of the sheath (2-3cm) broke and became loose they took a second needle to finish the procedure and the same thing happened, this time approx 4mm piece from the tip of the sheath was missing. This report addresses the first device report. An add'l separate report will be submitted in relation to the second device reported- report ref #: 3001845648-2015-00061. According to the initial reporter, a section of the device did not remain inside the pt's body. The pt did not require any add'l procedure or experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the pt outcome. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed info submitted by others. This complaint is related to 1 x echo-19 devices of lot number c1072678. The echo-19 device involved in this complaint has not been returned for eval. With the info provided, a document based investigation was carried out. A review of the mfg records for echo-19 devices of lot number c1072678 did not reveal any discrepancies which could have contributed to this complaint issue. The customer complaint is considered confirmed based on the customer testimony. As the device was not returned for eval and conditions of device usage cannot be replicated in the lab it is not possible to determine the root cause of this complaint. Product development personnel reviewed the complaint info provided and determined that a possible cause of this complaint is that the sheath became bent prior to or during the insertion of the device into the scope or on the elevator of the endoscope. The needle tip may then have become caught on the sheath during needle advancement. This would have resulted in sheath perforation/separation and the needle tip becoming exposed. The needle becoming caught in the sheath should be visible to the user on the ultrasound image and the user should feel a resistance during needle advancement. Prior to distribution, all echo-19 devices are subjected functional checks and visual inspection to ensure integrity of the product. The instructions for use that accompany this device advises the user to "visually inspect w/particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It has been requested for the customer rep to be present for the next procedure to ensure the customer is using the device correctly. A section of the device did not remain inside the pt's body. The pt did not experience any adverse effects or require any add'l procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.